Event description:
It was reported that the patient had been in the emergency room with palpitations. When the device was interrogated a few day(s) later, an invalid data message appeared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the vhr diagnostics were missing/invalid. The diagnostic memory pointer corrupted leading to some missing data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.